Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for no n-malignant pain. It was reported that the stimulator wasn't working for 2 weeks. The patient had not seen a por message prior to meeting the rep. When the rep interrogated the device, it showed a por message. The rep cleared the message, set the date and time using the clinician programmer, and then turned stimulation back on without issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. The cause of the power on reset (por) was not determined. The patient¿s weight was not provided. This information was confirmed with the physician and/or patient. No further complications were reported/are anticipated.